Manufacturer narrative:
No patient involvement was reported. Service history review was attempted for part #: 03.501.080, lot #: 8497301. No service history review can be performed as part number 03.501.080 with lot number 8497301 is a lot/batch controlled item. The manufacture date of this item is aug 07,2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review was completed for part # 03.501.080, lot # 8497301. Manufacturing location: (B)(4), manufacturing date: aug 02, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation was completed. The customer reported the device was in need of repair. The repair technician reported the retaining nut and side screws were loose, and the lever was sticky. Loose component is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired per the inspection sheet, passed synthes final inspection on 2-nov-2016 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that four (4) application instruments for sternal zipfix systems were in need of repair. No patient involvement reported. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 3 for (B)(4).